Event description:
Boston scientific crm received information that the patient with this device experienced a syncopal episode.

Manufacturer narrative:
This device remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.